Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was supporting despite all underlying surgical bleeding and transfer to the tertiary center. After nine (9) days the pump stopped and was explanted.

Manufacturer narrative:
Temporary pump stop: no product was returned for evaluation. Data logs were reviewed and two instances of "impella stopped - motor current high" alarms were triggered on last day of support. The first pump stop instance showed a motor current spike with speed deviation, fully saturated flows, and a shift down in placement signal. Purge pressures decrease slightly and purge flows increase. 5 minutes after the motor current spike occurs, an "impella stopped - motor current high" alarm is triggered. Purge pressure increases rapidly with a "purge pressure high" alarm being triggered and drop in purge flows. Pump is attempted to be restarted multiple times before pump is able to be restarted without immediate pump stop. Purge pressures and purge flows normalized prior to pump being able to restart. At the time of the second instance of the pump stop alarms, motor current and pump flow lost all pulsatility with an "impella in aorta" alarm just before a motor current spike and speed deviation occurred and then a pump stop that was able to be be immediately restarted. Pump was run for approximately 5 more minutes before being turned off and explanted. Clinical details noted that the pump stop occurred on day 9 of support and the patient had not been on anticoagulation for several days. The cause of the temporary pump stop was most likely biomaterial since saturated flows and false position in aorta alarms resulted from the high motor current event. Refer to es2020-082 for additional biomaterial pattern details. Fm saturated flow was added since high flows were observed in the data logs following the temporary pump stop event. The cause of the saturated flow was most likely biomaterial since a temporary pump stop and false position in aorta alarm occurred concurrently with the saturated flow. Refer to es2020-082 for additional biomaterial pattern details. Fm optical signal issue was added since position in aorta alarms were observed in the data logs following the temporary pump stop. The cause of the false position in aorta issue was most likely biomaterial since a high motor current pump stop occurred prior to the issue. Refer to es2020-082 for additional biomaterial pattern details. Fm thrombus was added since the root cause of the temporary pump stop was ingested biomaterial. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details.